Manufacturer narrative:
Occupation: synthes sales rep. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested.. The only information contained in this report is correction or additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the needle on the depth gauge broke off in sterile processing. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part #: 319.006, synthes lot number: h363283, supplier lot number: h363283, release to warehouse date: 22-nov-2017, supplier: (B)(4), manufacturing site: synthes monument . The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the depth gauge (p/n 319.006, l/n h363283 was returned and received at us cq. A visual inspection was performed. It was noticed that the needle was completely broken off from the slider and the needle was not returned to cq. Rest of the device shows surface wear caused due to regular use which has no impact on the functionality of the device. Device failure/ defect is identified. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage and the broken needle was not returned. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. Investigation conclusion: the complaint condition is confirmed as the depth gauge (p/n 319.006, l/n h363283) is broken off from the slider. There is no indication that a design or manufacturing issue has caused the breakage of the device and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.